Manufacturer narrative:
Corrected data: after further review it was determined that only device 2 was returned to the manufacturer, this section was inadvertently filled.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-00075. It was reported the patient was experiencing ineffective stimulation (date of event is unknown). As a result, the scs leads were explanted and replaced with a different model. Effective stimulation was restored with the surgical intervention. Additionally, the physician elected to explant the scs ipg with a different model to take advantage of new technology. There were no allegations against the device.